Event description:
It was reported by the facility that during an attempt to place the catheter, when the surgeon placed the catheter clamp and injection port on the end of the catheter, it split like it was brittle. The surgeon then attempted to remove and replace the catheter. While removing the catheter, one of the cuffs came off and was retained in the patient.